Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2: reference MFR. Report#: 3006705815-2018-03501. It was reported the patient's leads both had migrated. As a result, the patient underwent surgical intervention wherein one lead was explanted and replaced and the other lead was repositioned. Effective therapy was restored post procedure.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2018-03501.